Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy correctly, and the customer was concerned about the clip protruding into the bowel lumen. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block g2: medwatch # is 3302650000-2023-8003. Block h6: imdrf device code a15 captures the reportable event of clip did not deploy correctly. Imdrf device code a22 captures the reportable event of clip traumatic.